Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke with high blood glucose after running out of insulin overnight, with readings reported as 326 mg/dl and then 358 mg/dl prior to trending down, and the user announced multiple meals in an attempt to reduce glucose while using the ilet. Symptoms included shaking consistent of hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.